Manufacturer narrative:
This case was assessed as reportable to the FDA as the event was deemed to meet serious injury criteria. The device history record could not be reviewed as the lot number was not reported.

Event description:
This spontaneous report was received from a (B)(6) female consumer who was injected with an unknown amount of radiesse to the balls of both feet "a couple of years ago" to correct depletion of fat pads. Medical history positive for neuromas on the bottom of her feet, for which she had surgery on an unspecified date. Post surgery, she developed stump neuromas and was treated with cortisone injections, causing depletion of the fat pads. Treatment reported as sculptra several years ago, which helped. She presented to the physician for the same injections "a couple of years ago" but was unknowingly injected with radiesse instead. Concomitant medications reported as none. Post injection, the patient experienced pain in her feet and she could not walk for five days. Nodules formed on the bottom of her feet and it felt like she was walking on marbles. Treatment reported as unspecified oral pain medication, hyaluronidase injections, and steroid injections without success. She has had five surgeries on each foot to remove the nodules but they keep returning. The last surgery was in (B)(6) 2017. On an unspecified date, the physician injected a product "to grow normal tissue" but it did not work. Patient noted the nodules adhere to the bottom of her feet and feel very hard "on the inside." She has callous formation on the outside of the foot and has to "scrape" these down. She cannot walk barefoot. She feels she will have trouble with her feet for the rest of her life.